Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that the equipment displayed a system message during a vitrectomy procedure. The case was able to be completed after the light source as exchanged. There was no delay and no harm to the patient.